Manufacturer narrative:
Zoll has not yet received the zoll console for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The user reported that the thermogard console (sn (B)(4)) displayed a tcmid08 (coolant temp low) error message. No known impact or patient consequence was reported

Manufacturer narrative:
The report of a tcmid08 (coolant temp low) error message was reproduced during functional testing of the thermogard console (sn (B)(4). The issue is due to a defective temperature sensor. The event log was reviewed and confirmed the occurrence of the tcmid08 error message. The thermogard console is a reusable device and was manufactured on 08 nov 2010. It has exceeded its expected serviceable life of five years and is almost 8 years old. After replacement of the temperature sensor, the console was further tested. The console functioned as intended without any errors or issue, and passed all final testing criteria. Historical complaints were reviewed for service information related to the reported complaint and there was no similar history of complaint reported for the thermogard console with serial number (B)(4).